Event description:
Customer called to report emergency treatment for high blood glucose. The reading at time of event was 246 mg/dl. Customer had flu like symptoms and ketones present in her urine. Customer stated that being sick played a part in having high blood glucose reading. Customer did not want to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.